Event description:
It was reported that the patient was having problems with the pump not working and must have had return of spasms. A dye study was done and they found a leak so they switched the catheter to the a new catheter on (B)(6) 2014. Additional information received reported that when the spinal incision was opened, there was a visible hole in the catheter near the connector pin. The physician attempted to repair what was there. A small amount of catheter was removed (that contained the hole). The physician tried to attach the old catheter to pin but it continue to break. The manufacture representative suggested replacing the entire catheter because of the integrity of the old catheter could not be guaranteed. All the old segments of the pump were removed and replaced with a new catheter. At the end of the procedure there was 2000mcg/ml baclofen in the pump. They did not replace the drug. The dose was adjusted to 500mcg/day, which was lower than the dose the patient was on previously. The physician did this because she did not think the patient was actually receiving all of the higher dose before. The pump system was delivering lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10878r64, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the issue was attributed to a catheter break. The patient had not been responding less to the usual dose of the pump, requiring the dose to be increased to 1200mg of baclofen per day; still with limited relief of spasms. An imaging study and interrogation were performed and cerebrospinal fluid (csf) was not able to be drawn for the system and the dye was not seen in the intrathecal compartments. Due to suspicion of a blockage, the patient opted to have exploratory surgery to replace the old system. The catheter tip was determined to be at the level of thoracic vertebrae 9 (t-9) and seemed to be in the right position. After dissection, the catheter, within the "protective adaptor," appeared to have a break and a small amount of fluid was leaking around the tube. During testing, the material of the tube was stated as being brittle and the metal connector led to another break in the tube. At this time, the decision was made replace the system. The patient was being treated for infection. After removal, the catheter tip appeared to be patent and there was no granulation. When removing the proximal segment of the catheter, a small piece adhered to the surrounding tissue and that piece was left behind. The pump was removed, inspected and washed with antibiotic solution. The pump appeared to be functional. The new catheter was placed and clear csf flow was seen. The catheter was advanced to the intended level of t-10 and the position was confirmed via x-ray. The patient had not recovered, as the event was ongoing.